Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00625006525, trilogy bone screw, lot #26445300; catalog #00625006530, trilogy bone screw, lot #26536200. Catalog #741601135, apr ii femoral stem, lot #unk; catalog #721032004, total head, lot #unk - implanted: (B)(6) 1994. Catalog #00634105032, trilogy liner, lot #54488500 - manufactured by zimmer (B)(6). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to osteolysis, loose components and broken screws.

Manufacturer narrative:
No device was returned for review. Photographs of the explanted devices show that the acetabular shell was fractured at the superior lateral portion. Two bone screws were fractured in half. A case report regarding returned prerevision x-rays stated at least one screw was broken. Excessive acetabular cup abduction was noted, measuring approximately 64 degrees. The shell and stem showed notable signs of loosening. The shell also appeared to be damaged at the superior lateral face. Review of the device history record showed no deviations or anomalies for this lot. The reported devices were used for treatment. Review of the complaint history identified no previous complaints for the part/lot combination. It could not be confirmed if the devices were used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. However, with the information provided, a definitive root cause for the reported loosening cannot be determined.